Event description:
It was reported that a 46-year-old asian female patient underwent a breast surgery with implantation of a 350 cc mentor siltex round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during an in-office visit with a medical professional. As a result, the patient underwent removal on (B)(6) 2022. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 15, 2022, mentor became aware that the patient was bilaterally replaced with 545cc mentor memorygel breast implants. Two devices returned for evaluation. Both of which had the same lot number and no identifying side designations. On august 03, 2022, both devices were inspected, and both discovered to have damage. Since both devices were damaged, a second file was created to document the event. The device affiliated with this file a. Refer to manufacturing report number 1645337-2022-09509 for the contralateral event. The following evaluation is for device a. On august 24, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic evaluation of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in four (4) parts. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).